Event description:
It was reported a pop-up indicated a connection interruption, which resulted in a false asystole alarm without audible alert for this telemetry patient. It was indicated a pop-up window appeared at teh central station pc only for a short moment, which usually means a network issue. In addition, the volume at the central station remained low despite attempt to increase the volume. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).